Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2013, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (20 mg/ml, 4.5 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The patient had their pump replaced on the date of this report for a routine pump replacement due to the pump reaching estimated replacement indicator (eri). After disconnecting the suture-less connector of the 8780, the hcp saw some tissue in the cap and chose to replace the pump segment. There were no known external factors and no diagnostics were performed. The pump segment was replaced with a 8784 revision kit. The spinal segment of the 8780 remained in place and still in use. The issue was resolved at the time of this report.